Event description:
Prior to a cryoablation procedure, two icepearl 2.1 cx 90° cryoablation needles and system tested fine with no issues to report. About one minute into the first freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with gauze and saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The physician is experienced and reported the iceball size was good.

Manufacturer narrative:
The device was not returned and could not be investigated. The manufacturing records were reviewed and no related deviation or concerns were found. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.